Event description:
The pt complained of not hearing at all following a car accident. The pt had had limited benefit from the device. It is unclear whether the device had malfunctioned or if there was array migration. As it cannot be determined whether there was a device failure or a serious injury, a device malfunction MDR as there are objective tests showing electrode malfunction. Using the apropriate diagnostic equipment, it was determined that the device had multiple non-functioning electrodes which is consistent with the pt's previous preformance. Explantation/reimplantation surgery was done in 2000. The healthcare professional has been informed that the explanted device should be returned to cochlear corp.